Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint regarding the resin part of the chip being melted was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the resin part of the chip on the maryland bipolar forceps was melted. The procedure was completing as planned with no reported injury.